Event description:
The 3rd degree burn [burns third degree] , huge blisters on her lower back, bigger than a ping pong ball and about 3 or 4 of them [blister] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her mother. This approximately (B)(6) other ethnic group (reported as '(B)(6)") female patient started to use thermacare heatwrap (thermacare lower back and hip) from an unspecified date in (B)(6) 2017 to an unspecified date in (B)(6)2017 for lower back pain. Medical history included ongoing diabetes mellitus. Concomitant medications were not reported. On an unspecified date in (B)(6) 2017 (reported as either (B)(6) 2017 or (B)(6) 2017), the reporter stated her mother used the heatwrap for approximately 20 minutes and experienced a 3rd degree burn. On (B)(6) 2017, her mother had huge blisters. The reporter indicated the burn and blisters are on her mother's lower back. She stated the blisters are bigger than a ping pong ball and there are about 3 or 4 of them. On 07jun2017, it was reported the patient's physician popped the blisters. The reporter mentioned her mother cannot sleep on her back as a result of the burn and she is miserable. The reporter stated her sister purchased the product in the united states and the heatwrap was taken back to (B)(6) for her mother. The suspect product is currently with her mother in (B)(6). The patient assessed her skin tone as medium (neither light nor dark). She stated she was currently under the care of a physician for her diabetes and for the current burn. The patient denied having sensitive skin or any abnormal skin conditions. She had not previously used thermacare heatwraps. The patient previously used other heat products for pain relief (such as electric heating pad, hot water bottle or microwave gel pack) and experienced no adverse effects. The patient reported she checked her skin after using the heatwrap for 20 minutes as she felt burning. She did not engage in exercise while using the product. The patient did read the usage instructions prior using the heatwrap. The patient was taking medication during the time she experienced the events but the reporter did not know her mother's medications. Action taken with suspect product was permanently withdrawn on an unspecified date in (B)(6) 2017. Therapeutic measures taken included physician popping the blisters and wound dressings. Clinical outcome of the events was not resolved. The events occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "third degree burn and blisters" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "third degree burn and blisters" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status: not received.

Event description:
Event verbatim [preferred term] 3rd degree burn/huge blisters on her lower back, bigger than a ping pong ball and about 3 or 4 of them [burns third degree], , narrative: this is a spontaneous report from a contactable consumer reporting on behalf of her mother. This approximately 74-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date in (B)(6) 2017 to an unspecified date in (B)(6) 2017 for lower back pain. Medical history included ongoing diabetes mellitus. Concomitant medications included unspecified medication. On an unspecified date in (B)(6) 2017 (reported as either (B)(6) 2017 or (B)(6) 2017, the reporter stated her mother used the heatwrap for approximately 20 minutes and experienced a 3rd degree burn. On (B)(6) 2017, her mother had huge blisters. The reporter indicated the burn and blisters are on her mother's lower back. She stated the blisters are bigger than a ping pong ball and there are about 3 or 4 of them. On (B)(6) 2017, it was reported the patient's physician popped the blisters. The reporter mentioned her mother cannot sleep on her back as a result of the burn and she is miserable. The reporter stated her sister purchased the product in the united states and the heatwrap was taken back to israel for her mother. The suspect product is currently with her mother in israel. The patient assessed her skin tone as medium (neither light nor dark). She stated she was currently under the care of a physician for her diabetes and for the current burn. The patient denied having sensitive skin or any abnormal skin conditions. She had not previously used thermacare heatwraps. The patient previously used other heat products for pain relief (such as electric heating pad, hot water bottle or microwave gel pack) and experienced no adverse effects. The patient reported she checked her skin after using the heatwrap for 20 minutes as she felt burning. She did not engage in exercise while using the product. The patient did read the usage instructions prior using the heatwrap. The patient was taking medication during the time she experienced the events but the reporter did not know her mother's medications. Action taken with suspect product was permanently withdrawn on an unspecified date in jun2017. Therapeutic measures taken included physician popping the blisters and wound dressings. Clinical outcome of the event was not resolved. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status: not received. The events occurred in a country different from that of the reporter. This may be a duplicate report if another reporter from the country where the event occurred has submitted the same information to his/her local agency. Follow-up (B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020): this is a follow-up spontaneous report received from a product quality complaint group included: investigation results.